Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was reported as "high." Customer performed a correction injection to address the blood glucose level which successfully resolved the issue. The customer loaded a second cartridge but the alarm recurred. The customer reverted to alternate therapy for diabetes management.